Manufacturer narrative:
(B)(6). The actual device was not available; however, photographs and a video of the sample were provided for evaluation. Visual inspection observed a leakage from the tp square. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that during priming with a prismaflex m100 set , an external fluid leak "from square" was observed. There was no patient involvement. No additional information is available.